Event description:
It was reported patient had invalid impedances on both leads which prevented patient from entering MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted and replaced to address the issue. Therapy was restored post-operatively.